Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector and set screw and a damaged grommet. The returned device indicated a set screw with a rounded socket and the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure, there was no click sound to confirm that the screwing in of the ventricular screw with the torque wrench was finished. It was noted that the click sound was possible with the atrial screw. The implantable pulse generator (ipg) was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.